Event description:
It was reported a pt underwent an open kyphoplasty procedure at level t12 as well as laminectomy and decompression due to a fragment of bone retropulsed into the spinal canal. The next day, the pt experienced weakness in her left leg. An epidural hematoma was identified extending from t8-l3. A more extensive decompression from t8-l3 was performed and the pt was transferred to a rehabilitation facility, where she developed a wound infection. The pt's general condition deteriorated and she died on (B)(6) 2005. Reportedly, the epidural hematoma was a complication of the laminectomy. The physician also extended the pt's original incision and re-entered the site of the original procedure increasing the risk of infection. No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with representative.